Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. A review of the device history was performed and no non-conformance's were detected related to the reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the trigger of the battery handpiece device was blocked, jammed, and moving heavily. It was noted that the trigger was stiff. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check proper function of the triggers, and check for leakage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was noted in the service order that during an unspecified surgical procedure the device was not working. It was reported that a spare device was available for use and the procedure was successfully completed. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.